Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was vomiting and the blood glucose (bg) level was over 600 mg/dl. The customer delivered a bolus via the pump. Approximately 20 units of insulin had been delivered and the customer disconnected from the pump. The bg level did not decrease. The customer was admitted to the hospital for the high bg (1400 mg/dl) and diabetic ketoacidosis (dka). The customer was treated with insulin and anti-nausea medication. The customer also had cardiac and kidney scans. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved. The customer declined tandem technical support's offer to troubleshoot as the healthcare provider (hcp) had the customer revert to insulin injections to manage diabetes until the customer could get retrained on how to count carbohydrates. The customer and hcp also thought that the high bg may be related to a recent heart surgery coupled with the fact that the customer was a brittle diabetic. Additionally, the customer's legal caretaker felt that the customer was not well suited to be using the pump to manage diabetes (ability to count carbohydrates and lack of communication with hcp).